Event description:
It was reported that additional surgery was performed in order to remove a fractured portion of the instrumentation used during surgery.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation confirmed the failure mode of the device. This failure has been communicated to CAPA team for consideration of appropriate corrections/ corrective actions. Supplier corrective actions were completed in (B)(4) 2012. No complaints have been received for devices manufactured after the implementation of those corrective actions.